Event description:
The hcp reported that the intrathecal catheter had broken at the site of intrathecal entry. Following implantation of a new catheter a priming bolus for catheter volume was performed. Hours after the procedure, the patient became hypotonic and somnolent. The patient was admitted to the intensive care unit and was intubated. The hcp believes that the prescribed dose of compunded baclofen was being administered, but the doese is currently too high as the patient has not been receiving therapy for some time. Interrogation confirmed proper programming. Prior to the catheter revision, the dose had been increased. It was unknown at that time that the catheter was no longer delivering drug to the intrathecal space. The hcp is uncertain how much drug the patient was receiving. The hcp elected to remove the drug from the reservoir, rinse and refill with a lower concentration of drug. The patient remained intubated for approximately 16 hours. The catheter tip remains intrathecal; the patient has had no change in neurological signs or symptoms.